Event description:
It was reported that the right ventricle and right atrial leads were inadvertently dislodged during a device replacement. The leads were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analysis found no anomalies. However, there was blood on the tip electrode and the proximal conductor had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking, was breached cut and had a cosmetic depression. Visual analysis noted apparent explant damage. (B)(4) - the full lead was returned and analysis found no anomalies. However, there was blood on the tip electrode and the proximal conductor had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking, was breached cut and had a cosmetic depression. Visual analysis noted apparent explant damage.